Manufacturer narrative:
(B)(4). D10: pn: 42532007101 ln: 66585086 psn tib stm 5 deg sz e l. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 16 months post implantation due to tibial subsidence and loosening. All implants were revised. Attempts to obtain additional information have been made; however, no more is available.